Event description:
On (B)(6) 2014 a foreign affiliate reported a patient who reported "an injury to the cornea." The patient was unable to specify the injury. The patient reported she was wearing a contact lens which was not comfortable. When the patient removed the lens she noted "it was not round." On (B)(6) 2014 the patient was discharged from treatment but was told to "just finish" the eye drops. The patient had been attending weekly physician visits for 2 months. The patient did not know the type of eye drops. The patient states her eye was "almost healed." The patient stated the doctor told her she had a "scratch on her cornea," left eye. This is being reported due to the unusually extended 2 months of treatment. When the patient was contacted for follow up by the affiliate on (B)(6) 2014, the patient reported her "eyes are fine." The suspect lens has been requested for evaluation.

Manufacturer narrative:
A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001gxg was manufactured under normal conditions. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use or reuse. No evaluation will be performed.